Event description:
Customer states the following: "pump failure reported to biomed. Biomed confirmed failures in log. Biomed also noted that infusion was paused, then volume and rate was set, then had tubing set problems, then pump problem alarm. No patient harm." Preliminary evaluation of the pump log indicates that there was a positive tank leak that led to a fail-stop pump-problem alarm during an infusion and then to subsequent pump-problem alarms when the pump was rebooted. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.